Manufacturer narrative:
(B)(4). Additional information: batch # j5hk2w. Additional reload batch # m54r9l; expiration date: 6/30/2020; manufacture date: 7/31/2015. Product code xr60b. Concomitant device tx60b. The analysis results showed that the two xr60b cartridges arrived in good visual condition. The reloads were received fully fired. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: on which firings did this occur? On first firing. For the first reload, were there missing staples from the staple line? Yes didn't staple in the middle portion. For the second reload, were there missing staples from the staple line? Yes. How was the procedure completed? How was the leak controlled? Sutured. Did the post-operative care change based on the leak? No. What is the current status of the patient? Yet to discharge. Was the patient¿s hospital stay extended or prolonged due to the leak? No, product didn't staple well, so doctor had taken alternatives immediately, no. Additional stay was needed. Did the patient experience only a leak or did they experience bleeding as well? There was bleeding and leak, it was controlled by sutures and energy sources.

Event description:
It was reported that during a lower anterior resection procedure, staples not formed in the middle and found to be a leak for both reloads. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.